Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was not confirmed. The evaluation found that the dvi port was working after having the device under observation five days. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the digital visual interface (dvi) port on the evis exera iii video system center was not working after receiving a repaired device. The issue was found during receipt inspection, with no procedure involved. There were no reports of patient harm.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified as no issues were found during evaluation. Olympus will continue to monitor field performance for this device.